Event description:
New information received indicated that the lead was replaced the next day. Patient recovered from the procedure well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in the operating room for pace/sense lead extraction and device upgrade. Externalized conductors were observed via chest x-ray. No electrical anomalies were detected. During rv lead extraction, the patient's lung collapsed and a chest tube was placed. It was also noted that the physician may have hit an artery and possibly pierced the svc. Lead was capped until extraction can be re-attempted. No further information available.